Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed; however, the exact cause could not be determined. One 3cg stylet was returned for evaluation. An initial visual observation revealed the white wire section of the stylet appeared to be cut off. The distal tip of the stylet was observed to be broken. The distal fragment was observed to be 2.5cm long. A microscopic observation revealed plastic deformation in the polyimide tubing at the location of the break. The break site of the core wire of the stylet was slightly curved and was observed to taper which suggested tensile (pulling) forces may have contributed to the break. The epoxy tip was observed to be present. However, the exact cause of the break could not be determined. Possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of stylet against resistance. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that 3cg sensor was noted to be fractured on removal. There was no impact to the patient or user. The component involved was the stylet. The facility reports they do no insert the piccs with tps and routinely remove the tps stylet for the procedure. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.